Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the company representative who indicated that none of the adverse events referenced in the article were related directly to the products. No further information was provided.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The gender of the baseline characteristics is male and the baseline age is 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of the safety and efficacy of automated annotation-guided radiofrequency ablation and 2nd-generation cryoballoon ablation in paroxysmal atrial fibrillation.¿ circulation journal: official journal of the japanese circulation society. 2019; 83(3):548-555. 10.1253/circj.cj-18-1035. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there were four (4) patients with phrenic nerve palsy (pnp); two of which were temporary and two of which were persistent; with unknown treatment/resolution. There were also seven (7) patients with ¿procedural complications;¿ one femoral hematoma, one nose bleed, and one ¿inferior vena cava dissection.¿ these seven patients recovered without additional intervention. The status/location of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.